Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was found to have various scratch marks on the length and material was missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm small grasping retractor instrument right tip has chipped pieces at the grasping portion. There was no report of patient involvement.